Manufacturer narrative:
Returned to manufacturer: 06-apr-2019 should be corrected to 04-jun-2019. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial and dry. Visual inspection found haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -17/3.0/88 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was repositioned due to lens rotation not associated to a low vault. However, repositioning did not resolve the problem and the lens was exchanged for a longer length lens on (B)(6) 2019. This exchange resolved the problem.